Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, due to deformation of suction cylinder, suction valve cannot be connected smoothly. The device evaluation found that foreign matter came out of the air/water channel and the jet tube. It was also found that the air/water cylinder and the suction cylinder had no color, the switch 1 had a pinhole, and the connecting tube coating was peeling. It was also found that due to wear of angle wire, bending angle in right direction, and play of up/down knob does not meet specifications. In addition it was found that the light guide lens has a chip, the adhesive on the bending section cover was detached, the universal cord had a wrinkle and the plastic distal end cover has a dent. Scratches were also found on multiple components the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the colonovideoscope had a scratched suction cylinder, impossible to add suction valve. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out of the air/water channel and the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water (a/w) cylinder and auxiliary water channel was unable to be further specified. Moreover, no physical damage was noted at the material residue point, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.